Manufacturer narrative:
Upon receipt, the lead under complaint was found cut. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed several signs of abrasion. In particular, at approx. 72 cm distal to the is-1 connector pin a rubbed through lead body was observed. Further analysis showed deformations of the outer coil which occurred most likely due to tensile forces applied during the surgery. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead dislodged during a cardioversion. The physician replaced it. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.